Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had an MRI today and said that even though they told the MRI tech that they placed into MRI mode, the MRI tech wanted to verify and they made some changes with the settings. The caller said that they deactivated MRI mode after the MRI and turned therapy back on and said that the setting was at zero which they didn't recall, they think that the MRI tech may have changed that. The caller said that they adjusted the setting to where they thought it was at however caller said that the patient wasn't feeling stimulation. When asked, the caller was with the patient and connected to the implant and confirmed that therapy was on however they didn't recall what the setting was and that was why they were calling. The agent reviewed therapy information and explained that it wasn't a requirement for the patient to feel stimulation sensation at all times and that could change over time. The agent also explained that the manufacturer didn't have access to what the patient was programmed to previously, and reviewed that the information could have been documented in the patient's medical records at the patient's managing physician. The patient was redirected to their healthcare provider to further address the issue. The caller said that the patient had just moved and had a primary care doctor however they didn't have a managing healthcare provider for the implanted device yet. The caller said they may contact the initial physician for information. The patient was to monitor symptoms which would help to determine if there should be additional adjustments.